Event description:
A nurse is calling for the customer. The nurse stated that the customer obtained a result of 2.6 inr at 1:26 pm on his coaguchek xs (serial number (B)(4)) while a laboratory sample drawn at 2:49 pm was 1.8 inr. It was reported that the customer's warfarin dose was increased to 6.5 mg for one day based on the laboratory result. The customer's therapeutic range is 2-3 inr. The nurse reported that the customer did not have any antiphospholipid antibodies. The nurse stated that he was not on heparin or any direct thrombin inhibitors. The nurse stated that the customer was in good condition. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The customer returned the vial of strips with one test strip left in it. The test strip, vial and stopper showed no noticeable defects. For testing the one strip in the returned vial and a retention strip was used. The relevant retention test strips (lot 233433) were also tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). All of the inr values were within the specified maximum difference between measurements. There was no error messages that occurred. The retention samples were acceptable. The customer allegation could not be substantiated. There was no product problem found.